Event description:
It was reported that the left side device had been deactivated. There was a short circuit that was discovered in 2013 and the implant on the left side was set to 0.0v. It was further noted that the implant may have been explanted but had not palpated the device. It was noted that when it was found that the patients left side was going out which was assumed due to the short circuit, the patient had more tremor. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0306809v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0306809v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).